Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: evaluation revealed that investigation revealed a dim, discolored display and the battery cap was observed to be damaged. The keypad was removed and there was contamination found under all of the key contacts. The audio bolus button was found to be unresponsive and the bolus button slug was misaligned. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Also unrelated to these issues, the contrast button was found to be unresponsive, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery cap was damaged. Evaluation also revealed contamination under the all of the keypad button contacts. In addition, the audio bolus button was found to be unresponsive and the bolus button slug misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/16/2015.